Event description:
It was reported a patient inadvertently cut their transfer set during peritoneal dialysis therapy. The patient tried to remove their bandage using scissors and cut their transfer set. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who accidentally cut the tubing of their transfer set with scissors. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to use damaged sets as can result in contamination of the fluid or fluid pathways. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.